Event description:
Per outpatient follow-up monitoring, it was noted that there appeared to be a random component failure of the device and inability to communicate with the device. The decision was made to admit the pt to the hosp and replace this device with a new device and upgrade the system to a dual chamber pacing system.